Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
This is a report about package seal integrity. According to the customer's report, there was a sealing defect on the package. The package was opened. It was found before use. The customer doesn't reported any other defect other than package was opened. Bdj received an actual unopened sample and confirmed the sealing of package was opened at the length of 5 cm.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one physical sample was received by our quality team for investigation. Upon visual inspection, it was observed that the package is opened on the right side therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for reported lot 0001281025 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we were not able to identify a direct issue, a corrective action project has been initiated to further investigate and address this failure. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
This is a report about package seal integrity. According to the customer's report, there was a sealing defect on the package. -the package was opened. -it was found before use. -the customer doesn¿t reported any other defect other than package was opened.